Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that patient presented with a right ventricular lead that exhibited low pacing impedance which was caused by the lead insulation damage. The lead was capped and replaced on (B)(6) 2025. Patient status was not known.

Event description:
New information received noted that the right ventricular lead exhibited loss of capture. The patient was stable.